Event description:
Additional information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported the patient had a removal and replacement of the left lead, without microelectrode recording, on (B)(6) 2016 due to the open circuits.

Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387s-40, lot # v858673, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # va0kk2m, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v858673, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # va0kk2m, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
A health care provider (hcp) and a manufacturing representative reported the patient saw a call your doctor icon and a ¿6006¿ error code on the patient programmer. The manufacturing representative later reported they spoke with the patient and the error code was ¿600.¿ the patient¿s hcp later reported that high impedances were measured and the patient had a sudden return of symptoms. Within the past two weeks, the patient had fallen twice and they had a return of symptoms in the past two months. The patient was taken to the emergency room after a fall. The patient had experienced a change in therapy related to positional movement and the tremor had returned on the right side of their body. The patient¿s left implantable neurostimulator (ins) was programmed to 1-, 3+ at 2.9v, 60 usec, and 160 hz and the right ins was programmed to 0+, 3- at 1.4v, 60 usec, and 150 hz. The first therapy impedance check on the left side measured impedances to be 17851 ohms. The second attempt on the left side measured impedances to be 16884 ohms. Therapy impedances were measured to be 2994 ohms on the right side. There was no complaint involving the right ins and the symptoms appeared good. X-rays had been done and they showed the lead/extension connection had migrated down into the neck. The patient¿s indication for use is essential tremor and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-18628.